Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nursing assistant reported during a procedure the laser probe was difficult to insert into the trocar. The laser tip was thicker than usual. The case was completed using the same probe. Patient impact is unknown. Additional information has been requested but not received.

Manufacturer narrative:
The 23 gauge laser probe was received and a visual assessment of the returned sample showed no obvious non-conformities. The sample was inserted into a 23 gauge trocar cannula and passed through with no noticeable resistance. The sample¿s outer cannula diameter was measured. With an outer diameter min/max values of 0.0250 to 0.0255 inches, the sample¿s outer diameter was measured to be 0.02515-0.2520, meeting specifications. The 23 gauge laser probe was manufactured on march 1, 2018. There were 930 paks associated with this lot. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received indicating there was no patient harm and medical/surgical intervention was not required.